Event description:
It was reported that patient has been experiencing extreme pain and upon standing, it turns into a shooting pain. Patient spoke to his surgeon and has not received much information. Patient would like to know why he is experiencing this pain and has agreed for stryker to contact his surgeon. Patient was also asked to obtain copies of his medical records.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.